Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-04403. Follow-up identified surgical intervention was undertaken wherein the drg system was replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-04402. It was reported the patient's drg system no longer provided effective therapy to their desired pain pattern. As a result, surgical intervention may be undertaken as the next course of action to address the issue.